Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿noticed that one segment on the led (light-emitting diode) display is burned/missing. We have about 25-30 lvp (large volume infusion pumps) with the same issue here". There was no information on patient involvement.